Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the user experienced blood glucose (bg) fluctuations ranging from 61 mg/dl to 300 mg/dl. The ilet alerted to the out-of-range values, and bg later returned to range while continuing on ilet insulin therapy. No symptoms, external assistance, or medical intervention occurred.